Event description:
It was reported that during a da vinci s hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Event description:
Per the clinic, the patient experienced an infection of the skin flap and subsequent extrusion of the device, resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction to date of surgery, per patient's surgeon, the device was explanted on (B)(6), 2010, not (B)(6), 2010 as previously reported.(B)(4).